Event description:
Boston scientific received information that left ventricular (lv) pacing percentages were measured at seven percent (7%). Upon electrogram review, an atrial pace event was observed, followed by an unmarked lv event, with a lv pace/right ventricular (rv) pace event 200 milliseconds later. An lv lead dislodgement was confirmed. An invasive revision procedure was performed, and the lv lead was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.